Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils. During the procedure, while advancing a ruby coil into a non-penumbra microcatheter, the physician experienced resistance and the ruby coil unintentionally detached. Therefore, the physician removed the microcatheter containing the detached ruby coil. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: PMA/510(k).